Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bowel perforation could have occurred using a forceps instrument to maneuver the intestines. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for failure analysis evaluation. A review of the system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported event. Concomitant products: prograsp forceps instrument (part #471093-11; lot #k10231213-0362). There were 2 forceps instruments used per a review of the logs; therefore, it is unclear which instrument was involved with the reported complaint.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the patient experienced discomfort and pain post-operatively. On post-operative day 3, the patient was returned to the operating room (or) for an exploratory laparotomy, and a perforating injury to the small intestine was discovered. The surgeon repaired the bowel injury by performing an enterorrhaphy and lavage of the abdominal cavity. The patient was admitted to the intensive care unit (ICU) for treatment of abdominal sepsis and was later discharged post-operative day 14. The cause of the injury is unknown, but the surgeon stated that it is possible that the injury occurred while using a forceps instrument to maneuver the intestines.